Event description:
The patient reported that her infusion device changes from stop to run and vice versa. She began use of her insulin pen and experienced hypoglycemia (date of event and blood glucose value not provided) with loss of consciousness. Emergency services were called, and the patient was admitted to the hospital for 8 days. After hospitalization, the patient stated that the infusion device was not operating properly, and she experienced hyperglycemia of 350 mg/dl. No further information is available. Product was replaced, and requested to be returned for evaluation.